Event description:
A peritoneal pt (pd) reported that she was not feeling well, had discomfort on her right side and cramps on her side. The pd nurse confirmed that the pt had confirmed coagulase negative staphylococci peritonitis. She was treated with cefepime and cefazolin. The nurse reported that the pt had run out of anti-bacterial hand wash.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.